Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flow rate indicators are not illuminating a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the internal cable disconnected from the front panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device panel switch was out of order. The event was found after a therapeutic endoscopic submucosal dissection (esd) procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and this report will be supplemental when additional information becomes available.

Event description:
It was reported, the subject device panel switch was out of order. The event was found after a therapeutic endoscopic submucosal dissection (esd) procedure. There were no reports of patient harm.